Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient's controller had a loose battery port. Of note, the site reported that this controller had been replaced three months ago. The site further reported that the patient his heartware equipment unsecured in a backpack due to aesthetic concerns. The patient had not dropped the device and no excessive force had been used when connecting the power sources to the controller. In addition, the patient was re-instructed to always use heartware provided accessories to carry his equipment. The controller was exchanged with no reported patient consequence.